Event description:
Spontaneous report, from us. (B)(4 this initial serious case report was received on 08-feb-2022 from the dentist by the dealer and forwarded to septodont on 11-feb-2022 via email. Follow-up #1 was received on 14-feb-2022 with additional information from the dentist. All information's were processed together. This case described cannula breakage of henry schein premium needle 30ga short during palate injection for extraction of #6 and #12 in a 31-year-old female patient. On (B)(6) 2022 during palate injection for extraction of #6 and #12 using 1 carpule of lidocaine 1:100,000 and 1 carpule of septocaine 1:100,000, the needle broke off at its hub into the patient's mouth and the broken needle could not be found. The patient was referred to another hospital where a x-ray was ordered and the x-ray did not show the needle in her thoracic region nor abdomen. The patient was not anxious prior to treatment nor had any discomfort during injection. No information was provided on the number of injection, and conditions of use. Information on the batch and expiry date: unknown. At the time of this report, the outcome of the patient was unknown. Fup #1: received additional information regarding medical examination, description of event, concomitant anesthetic used and patient outcome. Preliminary results and conclusions of manufacturer's investigation: causes of needle breakage may include: bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). This report described the breakage of cannula from hs premium needle, during palate injection and requiring imaging (xray scan) to retrieve the broken fragment. There was no information on the way the device was used or injection course. Mishandling of the device is to consider. However, pending quality investigations and/or additional information, no root cause could be determined. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on preliminary analysis, pending quality investigation and/or additional data no root cause is determined and no CAPA is required.

Event description:
Spontaneous report, from us. Local reference #(B)(4) quality complaint reference #(B)(4) this initial serious case report was received on 08-feb-2022 from the dentist by the dealer and forwarded to septodont on 11-feb-2022 via email. Follow-up #1 was received on 14-feb-2022 with additional information from the dentist. All information's were processed together. This case described cannula breakage of henry schein premium needle 30ga short during palate injection for extraction of #6 and #12 in a 31-year-old female patient. On (B)(6) 2022 during palate injection for extraction of #6 and #12 using 1 carpule of lidocaine 1:100,000 and 1 carpule of septocaine 1:100,000, the needle broke off at its hub into the patient's mouth and the broken needle could not be found. The patient was referred to another hospital where a x-ray was ordered and the x-ray did not show the needle in her thoracic region nor abdomen. The patient was not anxious prior to treatment nor had any discomfort during injection. No information was provided on the number of injection, and conditions of use. Information on the batch and expiry date: unknown. At the time of this report, the outcome of the patient was unknown. ******************************************************* fup #1: received additional information regarding medical examination, description of event, concomitant anesthetic used and patient outcome.

Manufacturer narrative:
Description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: the batch number nor the complaint samples were available for the suspect product and therefore quality investigation could not be performed. Causes of needle breakage may include: bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). The needle was used for palate injection which require higher pressure. Use error or abnormal use cannot be excluded. Final comments from the manufacturer: no quality investigation done. Root cause cannot be identified. Use error or abnormal use cannot be excluded. No CAPA implemented. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): no quality investigation done. Causes of needle breakage may include: bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). The needle was used for palate injection which require higher pressure. Use error or abnormal use cannot be excluded. No CAPA implemented. Corrected data: combined initial and final reports (manufacturer and importer) were submitted on 18-feb-2022, however, the investigation and conclusion codes were not properly mentioned, and the final manufacturer comments were not included. Follow-up report with additional manufacturer narrative and corrected data has been prepared.